Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the attorney that the patient, who had an implantable pulse generator (ipg) system, is deceased . No additional information was received.